Event description:
The customer reported that a monitor "fell off its mount" and the touch screen was damaged. No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.